Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed repeated restart alerts associated with motor stall and later presented an ¿unable to proceed¿ alert during a rewind step despite adequate charge and a dry run without supplies, after which a replacement ilet was arranged. Symptoms included no reported changes in blood glucose and no injury. Outcomes included no medical intervention, no hospitalization, and the user temporarily using an alternative insulin therapy until the replacement arrived. Investigation included remote troubleshooting, verification of device information, review of user-reported alerts, and initiation of device return for evaluation. Investigation of this case revealed a suspected motor stall with consecutive stalls leading to a restart condition and an inability to proceed during rewind, consistent with a pump drive or motor-related malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or electromechanical failure of the pump motor subsystem.